Manufacturer narrative:
Additional information: section h imdrf annex codes, device manufacture date. Section b describe event or problem, section d medical device brand name, medical device catalog, unique identifier (UDI), medical device serial, medical device model and concomitant med prod data. D4 & h4: serial number, unique device identifier and manufacturer date not available. Upon investigation of the actual device used in this incident, it was determined that the device had not connected to the server and was unable to run reports. A technical support specialist verified es version 1.6.1 and dialed into the bdpyxisesvs1 server. All bd services were confirmed to be operational, and the iis application pools were verified to be running. Cce communication was also confirmed to be current. The tss checked the etl dispensing system server reports database, which had failed. The error message displayed was: arithmetic overflow error converting identity to data type int¿. The tss followed the knowledge article, medes etl arithmetic overflow error converting identity to data type int" to resolve the etl error. At the time, the etl was still in progress, and server memory utilization was approximately 90%, which may have contributed to the delay. The tss identified that the etl logging table had reached its maximum value, causing the etl to fail. This issue was resolved by recreating the logging table, which did not require downtime. The previous etl error was addressed, and the extract transform load (etl) process was successfully processing and running. The system functioned as intended after the technical support specialist troubleshot the device.

Event description:
It was reported that when using the bd pyxis¿ es server, device was not connecting to the server and they were unable to run reports the customer stated that there was a delay in patient care. There were no adverse events or injuries reported based on this event.

Event description:
It was reported that when using the bd pyxis¿ medstation¿ es device was not connecting to the server and they were unable to run reports the customer stated that there was a delay in patient care. There were no adverse events or injuries reported based on this event.

Manufacturer narrative:
A device evaluation is anticipated but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.